Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump had some problem that it was not showing the amount of the fill tubing. The blood glucose level of the customer was 178 mg/dl. It was stated that the customer was about to go to bed when she noticed that the insulin was low and the insulin pump was not recognizing the insulin in the tubing, the customer had changed the entire set and still the same problem was persisting. The customer declined for troubleshooting. The insulin pump will be returned for the analysis.